Event description:
It was reported that the patient experienced an undesirable change in stimulation. The patient lost stimulation to the lower part of the left leg, and noted unwanted motor movement stimulation of the left leg. The electrode was moved to a more medial position in the epidural space, and during the procedure, it was found that the titanium sleeve on the titan anchor had become disconnected from the silicone. The ties were still on the silicone and on the tissue as well. Because of the difficulty in replacing the anchor, the physician elected to put the parts back together and reuse the anchor. The patient recovered without sequela. Approximately six months later, impedances over 3,600 ohms were noted in contacts 9-15, and it was noted that the tightening screw to the neural electrode was slightly loose. The patient recovered without sequela. Approximately four months later, the patient experienced an undesirable change in stimulation with ineffective left leg nerve stimulation leading to increasing left leg radiating pain. The patient recovered without sequela.

Manufacturer narrative:
Lead model 377775, lot # j0555161v, implanted: (B)(6) 2006, explanted: unknown; lead model 377775, lot # j0555161v, implanted: (B)(6) 2006, explanted: unknown; accessory model 3550-39, lot # unknown, implanted: (B)(6) 2006, explanted: unknown. The device is included in the urgent: medical device correction, discussing titan anchor insert separation, along with patient management recommendations. ((B)(4) 2009).